Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 823470) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included incarcerated hernia repair, spontaneous abortion, back pain, facial discomfort, facial pain, sinus pain, rash, anxiety, depression, weight gain, abdominal pain, vaginal discomfort, menorrhagia, dyspareunia, dyspareunia and cervical disc disease. Previously administered products included for an unreported indication: mirena. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("cramping"), genital haemorrhage ("bleeding"), menstrual disorder ("unusual periods"), abdominal distension ("but my belly is shrinking") and headache ("headaches"). The patient was treated with surgery (laparoscopic-assisted total vaginal hysterectomy bilateral salpingectomies). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain lower, genital haemorrhage, menstrual disorder, abdominal distension and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, autoimmune disorder, genital haemorrhage, headache, menstrual disorder and pelvic pain to be related to essure. The reporter commented: insertion details-right 3-4 coils, left- 1-2 coils. Pain is down low in middle. Feels like it is "in my cervix". Worse with a bm, feels like "glass inside me cutting me." Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure occlusion device is present both fallopian tubes without evidence of flow through the fallopian tubes. Lot number: 823470; manufacturing date: 2011-01; expiration date: 2014-01-31. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 823470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included incarcerated hernia repair, spontaneous abortion, back pain, facial discomfort, facial pain, sinus pain, rash, anxiety, depression, weight gain, abdominal pain, vaginal discomfort, menorrhagia, dyspareunia, dyspareunia and cervical disc disease. Previously administered products included for an unreported indication: mirena. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("cramping"), genital haemorrhage ("bleeding"), menstrual disorder ("unusual periods"), abdominal distension ("but my belly is shrinking") and headache ("headaches"). The patient was treated with surgery (laparoscopic-assisted total vaginal hysterectomy bilateral salpingectomies). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain lower, genital haemorrhage, menstrual disorder, abdominal distension and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, autoimmune disorder, genital haemorrhage, headache, menstrual disorder and pelvic pain to be related to essure. The reporter commented: insertion details-right 3-4 coils, left- 1-2 coils. Pain is down low in middle. Feels like it is "in my cervix". Worse with a bm, feels like "glass inside me cutting me" diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure occlusion device is present both fallopian tubes without evidence of flow through the fallopian tubes.. Lot number: 823470, lot number: 823470. Manufacturing date: 2011-01. Expiration date: 2014-01-31. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received. Reporter information added. Removal details added. Removal surgery added for event pelvic pain. Case category became serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.